Event description:
It was reported that the patient's controller returned after a controller exchange to upgrade the patient's controller software due to low flow alarms related to heart recovery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller ((B)(4)) was returned for evaluation. There were no issues reported regarding the controller. A log file was extracted for review upon the controller¿s return. The log file contained data spanning approximately 3 hours ((B)(6) 2021 12:50:40 to 15:11:29 per time stamp) prior to the controller exchange. There were multiple instances of low power advisories associated with fluctuations in the black cable¿s rsoc voltage. These advisories did not affect the ability of the controller to operate the pump at the set speed. There were no other notable events in the log file. The returned controller underwent preliminary and functional testing. The controller was unable to pass functional testing due to decreased output voltages and increased power cable resistance values. Further testing revealed that multiple individual wires within each power cable had resistance values higher than expected. The layers of the cable were then stripped one at a time in order to evaluate the integrity of the inner wires; however, no visible damage was observed. The issues with the power cables did not affect the ability of the controller to operate the pump at a speed above the low speed limit. The root cause for the observed wire fatigue appears to be associated with repetitive flexing of the cable over time. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate iii instructions for use and heartmate iii patient handbook cover all alarms (visual and audible), including low power advisories. The heartmate 3 patient handbook instructs users to regularly inspect all equipment including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.